Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the device testing it exhibited overtemperature. It was also noted that the device maintained the over temperature status. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: the device was received in with no physical damage or adulterations. The return tube is cracked causing the device to fail the flow rate test, measures below 1gpm, and allowing fluid to ingress onto the pcb. While performing functional tests on the devices alarms, fluid was ejected onto the pcb from the crack in the return tube causing a malfunction and the device to stop operating as intended. The membrane switch is partially delaminated on a portion of the ribbon cable, there is also evidence of corrosion on the traces in this area. One of the bottom socket thermistor wires has been pinched under a screw that secures the pcb. The device was incorrectly calibrated as well, new pcb's need to be calibrated after installation. Filled the device with fluid for functional test. The device did not overtemp, but the pcb did malfunction. The cause is from fluid ingress onto the pcb from the cracked return tube caused the pcb to malfunction. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.